Event description:
Add'l info rec'd from MFR 11/26/02: the catalog number is 12337. The lot number is 61066-6h. The abbott aware date is 09/03/02. The device was returned to abbott laboratories and testing of the device has been completed. The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported the physician used a "scooping" method of insertion and an elevated angle of the device, because a "fair amount of resistance" was met. The physician stated he felt this was due to the pt being "heavy". Fluoroscopy was performed and confirmed that the arterial access was in the common femoral artery. As the sheath of the device was being advanced into the arteriotomy it reportedly broke at the distal guide. The physician was reported to perform a moderate blunt dissection of the tissue track with a "kelly clamp" to expose the foot of the device. A "mosquito clamp" was then used to remove the remainder of the device as one unit. Successful closure was achieved with manual compression. The pt was discharged home. There was no report of any adverse event.

Event description:
Following an uneventful cardiac catheterization an attempt at deploying perclose at was made. Staff reported there was difficulty advancing the device into the artery and that during manipulation by the physician the device snapped first above the juncture of the "foot".